Manufacturer narrative:
Ps324297 the pt101 airvo 2 humidifier along with the heated breathing tube, nasal cannula and water bag were returned to fisher & paykel healthcare (f&p) (B)(6) for evaluation where they were visually inspected by trained f&p personnel. The airvo 2 was also functionally tested. The airvo 2 and heated breathing tube were functionally tested and no fault was found. Visual inspection showed that the power cord was slightly scorched at the unit end, however the insulation was intact. The returned nasal cannula was found to have slight singeing around the nasal prong. No other external damage or fire damage were observed on the returned unit and consumables. The healthcare facility stated that the patient tried to light a cigarette under the bed covers while using the airvo 2. As a result, the flame from the lighter caused the bed and patient to catch fire. The patient was transported to the burn unit and passed away within 24 hours due to injuries sustained. Further report from the healthcare facility revealed that the fire marshall and hospital staff conducted an investigation into the incident and concluded it was due to patient error and that there was no malfunction with the airvo 2. The airvo 2 performed as expected. From the information provided by the customer and our analysis of the returned devices, it can be concluded that the patient use of the cigarette lighter under the bed covers resulted in the flame and subsequently the reported adverse event. The user instructions that accompany the airvo 2 humidifier include the following warning: "the use of oxygen requires that special care be taken to reduce the risk of fire. Accordingly, for safety it is necessary that all sources of ignition be kept away from the unit and preferably out of the room in which it is being used. Oxygen should not be used while smoking or in the presence of an open flame"

Event description:
A healthcare facility in tennessee reported via a fisher & paykel healthcare (f&p) field representative that a patient tried to light a cigarette under the bed covers while using a pt101 airvo 2 unit. The flame from the lighter caused the bed and patient to catch fire. The patient was transported to the burn unit and passed away within 24 hours due to injuries sustained. The healthcare facility further reported that the hospital staff and fire marshall conducted an investigation into the incident and concluded it was due to patient error and that there was no malfunction with the pt101 airvo 2 unit. The pt101 airvo2 was set-up correctly and performed as expected.